Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Detachment of polyaxial insert. Operation delayed approximately 15 minutes.